Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap with moisture) issue. The battery cap or cartridge cap reportedly was unable to secure to the pump. There was reportedly moisture and corrosion observed in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: moisture was observed in the battery compartment. A cracked battery compartment was observed from the threads left of grip the pad. A leak test failed due to a battery compartment leak. The pump was opened; no further moisture ingress was found. The battery cap was unable to secure to the pump and kept spinning. A test cap was used; however, was also unable to secure to pump due to the battery compartment crack. Unrelated to the complaint, the display was dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.